Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua)41 (patient temperature sensor failure) error message" was confirmed based on the analysis of the archive data but was not confirmed during functional testing. There was no device malfunction that could have caused or contributed to the reported ua41 error message, and the autopulse platform functioned as intended. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. Improper storage conditions of the autopulse system likely contributed to the occurrence of the ua41. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and could potentially cause the occurrence of the ua41 error message. Visual inspection of the returned autopulse platform was performed, and several issues were noted, unrelated to the reported complaint. The photos provided by the zoll service team revealed some superficial scratches on the front and bottom enclosures, likely due to wear and tear. The autopulse platform is a reusable device and was manufactured in march 2013, and it is almost 8 years old, has exceeded its expected service life of 5 years. In addition, the front enclosure was noted to be chipped at the screw fitting on the front handle, likely attributed to user mishandling. All the damaged covers were replaced to address the observed issues. The archive data review showed multiple ua41 (patient temperature sensor failure) error messages; thus, confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during power-on-self-test or during take-up. The autopulse platform passed initial functional test without any fault or error. The temperature sensors and their cable connections to the pdb board were inspected and found no issues. The temperature sensor cabling was checked by blowing hot and cool air directly to the location of the temperature sensor mounted, and the sensor responded respectively to the temperature increase/decrease. The reported complaint could not be reproduced. During testing, the cooling fan/blower of the autopulse platform was observed to be dirty and dusty. This could have contributed to the intermittent occurrences of the ua41 error. The cooling fan was cleaned to address the issue. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to remedy the fault. Furthermore, unrelated to the reported complaint, the sounder was noted to be defective and was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua)41 (patient temperature sensor failure) error message upon powering up. No further information was provided by the customer. No patient involvement.